Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) had ap optical sensing module failure. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit and confirmed that display shows ¿a.p. Optical sensing module failure¿ in clinical mode. The fse isolated failure to fiber optic assembly and replaced the same. Performed functional check and safety test.